Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("menstrual pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In february 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("anxious and depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (required to undergo a salpingectomy with removal of the essure devices on or about may 2016). Essure was removed in may 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, back pain, depression, migraine, headache and alopecia outcome was unknown and the rash, nausea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, nausea, pelvic pain and rash to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and severe back pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion and proper placement most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "rash, migraines, headaches, nausea, pain, hair loss ,abdominal pain", reporter, concomittant drug added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("menstrual pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, retroverted uterus, cholecystectomy and polycystic ovaries. Concurrent conditions included thoracic pain and myofascial pain syndrome. Concomitant products included ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("anxious and depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (required to undergo a salpingectomy with removal of the essure devices on or about (B)(6) 2016 and underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, back pain, depression, migraine, headache and alopecia outcome was unknown and the rash, nausea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, nausea, pelvic pain and rash to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and severe back pain, among other symptoms. Findings: two coils on the left and right (per mr) pathology diagnosis: a. Fallopian tube left, salpingectomy: focal chronic inflammation with multinucleated giant cells and calcification, consistent with essure device. Congested paratubal vessels. B. Fallopian tube, right, salpingectomy: congested paratubal vessels. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion and proper placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("menstrual pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no: b61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, retroverted uterus, cholecystectomy and polycystic ovaries. Concurrent conditions included thoracic pain and myofascial pain syndrome. Concomitant products included ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("anxious and depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (required to undergo a salpingectomy with removal of the essure devices on or about on (B)(6) 2016 and underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, back pain, depression, migraine, headache and alopecia outcome was unknown and the rash, nausea and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, nausea, pelvic pain and rash to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and severe back pain, among other symptoms. Findings: two coils on the left and right (per mr) pathology. Diagnosis: a. Fallopian tube left, salpingectomy: focal chronic inflammation with multinucleated giant cells and calcification, consistent with essure device. Congested paratubal vessels. B. Fallopian tube, right, salpingectomy: congested paratubal vessels. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: confirmed full occlusion and proper placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, nausea. Most recent follow-up information incorporated above includes: on 11-dec-2018: medical records received: reporters were added. Lot number was added. Medical history were added. Removal date was updated. Auto-narrative supplement was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("menstrual pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and depression ("anxious and depressed"). The patient was treated with surgery (required to undergo a salpingectomy with removal of the essure devices on or about (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, back pain and depression outcome was unknown. The reporter considered back pain, depression, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and severe back pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.